Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 480 mg/dl. She did not change her battery. Gave a manual injection for the high blood glucose. No medical attention required. Customer declines troubleshoot for high blood glucose. The product was not returned for analysis.